Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the customer got into water and insulin pump had insulin pump error alarm and it stopped working. Customer's blood glucose value was 105 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) due to the blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.